Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/+1.5/089 (sphere/cylinder/axis) tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2021. There was patient contact with the lens but the lens was not fully implanted; no patient injury reported. An alternate lens was successfully implanted and the problem is resolved. The cause of the event is reported as unknown. Reportedly, "initial lens got damaged during injection into the eye. Second lens implantation was smooth and patient is doing fine."

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/+1.5/089 (sphere/cylinder/axis) tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2021. There was patient contact with the lens but the lens was not fully implanted; no patient injury reported. An alternate lens was successfully implanted and the problem is resolved. The cause of the event is reported as unknown. Reportedly, "initial lens got damaged during injection into the eye. Second lens implantation was smooth and patient is doing fine."

Manufacturer narrative:
Claim# (B)(4).